Event description:
It was reported to philips that the system had intermittent bootup issue. The system was outside of clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.